Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01411. It was reported that system diagnostics recorded high impedances and as a result lost effective therapy. As well as the ipg was showing inaccuracies with impedances. Surgical intervention took place where the leads and ipg were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: mn10350-50a, UDI: 05415067025517, serial: n/a, batch: ab2125."